Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had oversensing and noise and the right ventricular (rv) lead had noise. The ra lead was reprogrammed and is still in use. The rv lead is still in use. No patient complications have been reported as a result of this event.